Event description:
It was reported during the procedure, the locking bolt (part number 80-0421) would not easily thread into the base plate (part number 80-0420). As a result the procedure could not be completed. It was reported the patient remained stable. This report is related to report number 3025141-2022-00225 for the other device involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The root cause of the reported event is unknown.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 80-0421 "ulnar shortening guide locking bolt" was returned for evaluation. The part number 80-0420 "ulnar shortening guide bottom plate" was not returned (report number 3025141-2022-00225) . This evaluation considered only the returned product. Functional testing was conducted. Two tests were conducted by following the osteotomy system surgical technique: [test one] osteotomy guide assembly instructions steps 1 and 2 were conducted in order to assemble the returned 80-0421 with known-functional instances of 80-0419 and 80-0420 to determine if the three parts could create a functional/secure osteotomy guide assembly. Results were that the bolt was able to assemble with the other components of the guide. Mild resistance was encountered when torquing the threaded portion of 80-0421 through the corresponding threaded portion of 80-0420, but this did not prevent successful instrument assembly. [Test two] osteotomy with guide technique step 3 was conducted to ascertain if the assembled guide from test one could be secured to a known-functional pl-ul06 osteotomy plate. Results were that the bolt was able to secure the guide to the plate. There was no difficulty nor heightened resistance encountered when threading 80-0421 into pl-ul06. Visual appearance: the returned part was examined with magnified photography. Observed phenomena included: [head features] light damage to lobes of the drive feature; brown discoloration/corrosion noted at laser markings and in the drive feature. [Thread damage] mild deformation/wear noted on all turns of the thread; deformation primarily affected peak/crest of thread. Thread wear noted at the third thread as counted from the tip; peak/crest had been ground down. The low level of resistance experienced in test one did not outright prevent assembly of the instrument, nor did it inhibit the ability of the instrument to secure itself to the osteotomy plate in test two. While the customer event of 80-0421 not easily threading into 80-0420 was replicated somewhat per test one, the noted phenomena did not impair actual device usage per test two. It is possible that the source of the encountered resistance is the noted thread damage on 80-0421; however, as the customer's 80-0420 was not returned, it cannot be determined if the reported 80-0420 exhibited wear that could have caused higher levels of resistance. The root cause of the reported event could not be determined.